Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol ventralex (device #2). An additional emdr was submitted to represent the bard/davol ventrio st (device #3). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1) and an unspecified bard/davol ventralex (device #2). On (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventrio st(device #3). On (B)(6) 2017: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol 3dmax (device #1), ventralex (device #2) and ventrio st (device #3). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol 3dmax(device #1) and an unspecified bard/davol ventralex(device #2). (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventrio st(device #3). (B)(6) 2017: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol 3dmax (device #1), ventralex (device #2) and ventrio st(device #3). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with bilateral inguinal and supraumbilical nonreducible mases consistent with ventral hernia thereby underwent laparoscopic repair with the implant of three meshes two 3dmax mesh (left ¿ device #1 & right ¿ device #2) and ventralex mesh (device #3). Per operative notes, ¿two 3dmax mesh (left ¿ device #1 & right ¿ device #2) was implanted and sutured. For ventral hernia ventralex mesh (device #3) was implanted and sutured.¿ (B)(6) 2014 - patient was diagnosed with ventral hernia, adhesion thereby underwent laparoscopic repair with implant of the ventrio st mesh (device #4). Per operative notes, ¿a ventrio st mesh (device #4) was placed and sutured.¿ (B)(6) 2017 - patient underwent robotic right groin 3dmax mesh (device #2) explant and paraoesophageal hernia repair. Per operative notes, ¿3dmax mesh (device #2) was completely removed. Adhesions from previous midline hernia repair with mesh was removed.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2008) is considered to be a best estimate. This supplemental emdr represents 3dmax (device #2). An additional supplemental emdr was submitted to represent the ventralex (device #3) and ventrio st(device #4). Update fields: a2, a4, b2, b4, b5, b6, b7, d4, (product catalog no, corporate lot no, expiry date, UDI no) d.6b, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.